Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was exhibiting premature battery depletion. The longevity had decreased by 2 years within one years time. A copy of device memory was saved and submitted to boston scientific technical service (ts) for analysis. A ts consultant discussed that the power consumption is stable, with no evidence of premature battery depletion. The data showed that the power consumption had increased due to high atrial sensing, almost 100% of the time for the past year. It was recommended to consider methods to reduce the power consumption by programming the device to a non-atrial based brady mode, or turn off the atrial lead, and disable the signal artifact monitor (software feature). This device remains implanted and in service. No adverse patient effects were reported.